Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). After pre-dilation, a 2.50x16mm synergy¿ drug eluting stent was advanced but failed to cross the lesion. Several attempts were made by using two guide wires, but the device still failed to cross. The device was removed and it was noted that the stent was deformed. The procedure was completed with a 2.25x16mm synergy¿ stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the synergy ous mr 2.50 x 16mm stent delivery system was returned for analysis. A visual examination of the crimped stent found distal stent damage. Stent strut row 1 from the distal end was lifted and damaged. The remainder of the stent was undamaged. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The undamaged section of the crimped stent od (outer diameter) was measured and is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks along the full catheter length. A visual and tactile examination of the inner and outer shaft polymer extrusion found a kink at approximately 144mm proximal to the distal end of the tip. There was a mid shaft kink proximal to the guide wire port. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). After pre-dilation, a 2.50x16mm synergy¿ drug eluting stent was advanced but failed to cross the lesion. Several attempts were made by using two guide wires, but the device still failed to cross. The device was removed and it was noted that the stent was deformed. The procedure was completed with a 2.25x16mm synergy¿ stent. No patient complications were reported.